Manufacturer narrative:
An olympus technician was onsite and reported that endoscope sockets were exchanged, however the error remains. After about 10 seconds, all leds on the front panel will start to flash, but the keystrokes are still accepted. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a defective filter turret. Additional findings were as follows: the mesh turret was worn out: corroded and seized, there was low air pump flow: and a brown deposit found in the aspiration tube of the pump, and the scope socket was worn out: the scope connector doesn¿t fit well. It is mostly likely that the reported event was due to wear and tear due to use over time for the device. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that all the leds flashed on the evis exera ii xenon light source during preparation for use. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" and g2 fields were corrected based on information available at the time of the initial submission. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the front panel blinking was due to a failure of the filter turret and mesh turret. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.